Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarms noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The motor was tested outside of the device and passed. The insulin pump has cracked reservoir tube lip and scratches on reservoir tube window.

Event description:
It was reported, the insulin pump alarmed motor error. Customer's blood glucose was 8.3mmol/l. Device was not exposed to an MRI. The device was not dropped or bumped. Customer was unable to clear alarm. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.